Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that an insulin pump alarm lead to frozen display and its troubleshooting led me to keypad anomaly. The customer's blood glucose level was 186 mg/dl. The customer was unable to clear the alarm. The insulin pump will be returned for analysis.